Event description:
Pt had experienced a couple of seizures where they had fallen on their device. It was reported that before the falls, the pt was able to control their seizures with a swipe of the magnet over the device. It was reported that the pt now has to swipe the device with the magnet up to four times before seizures subside and they do not feel magnet mode stimulation as prominently as they did before the falls. Treating neurologist indicated that the pt has experienced a slight increase in seizure activity. Neurologist was unable to say whether the increase was above pre-vns baseline frequency as the pt has chronic daily seizures, but did indicate that the pt's seizure type had not changed. Neurologist indicated that the pt's overall health condition was not worsening. Programmed device output current was increased. Investigation to date has been unable to rule out device malfunction.